Manufacturer narrative:
Additional narrative: (B)(6) 2016: customer was contacted several times with an attempt to obtain returned product. Representative samples from retained samples were evaluated with no issues noted. In addition to adhesion testing, biocompatibility data is available on representative product, reference section of this report.

Event description:
The end user alleged that the device caused a bruise on his nose.